Event description:
Laserscope niagara 80 watt ktp laser in use. Pt undergoing prostate vaporization procedure. Laser being operated by laser technician. The surgical tech moved in front of the machine and "nudged" the filter. The fiber snapped at the base where it connects to the machine. Fiber melted at base and "snapped" apart. Laser light escaped, filled the room. All persons in the room were wearing eye protection. Surgical tech sustained 3rd degree burn 1/8" to the left leg. Laser operator immediately hit the emergency off button which prevented further injury.